Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-14 reporting that the program was set for an on/off schedule. The issue was that when they shut the unit off the stimulation did not stop immediately. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient did not like the "on and off" sensation with their stimulation therapy which started at an asked but unknown date. Since implant the patient still had a great deal of pain. Starting 6 weeks ago (2019), the patient still felt stimulation for some time after turning therapy off. During the call the patient said their stimulation was set to 10.0v. The patient had an appointment scheduled on (B)(6) to discuss reprogramming. The patient had questions about their programs. No further complications were reported.